Event description:
A caller reported that the quick bolus/wake button on their insulin pump was difficult to press, requiring multiple attempts to activate the screen. There was no reported impact on the customer¿s blood glucose level as the caller declined to provide related information. Technical support instructed the caller on temporary measures to activate the button but eventually decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup insulin delivery method and was instructed to return the faulty pump using a prepaid label.